Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). H6 health effect- impact code is: problem identified before clinical use/exposure. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported that during device prep, an unknown and moveable particulate was found on one of the valve's leaflets. A new valve was opened and used to complete the procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for particulate was confirmed with objective evidence through evaluation of the returned device. No manufacturing non-conformities was found in the returned sample. A definite root cause was unable to be determined because the particulate did not match any of the material sources used in manufacturing. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.